Manufacturer narrative:
H10, h3, h6: the device was being used during treatment when the software crashed after collecting hip center. The log files were returned for evaluation. The DHR was reviewed for software version (rc-6103) and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. The system crashed when transitioning collect neutral position to stressed rom collection. Therefore, the root cause of the issue was due to software failure.

Event description:
It was reported that navio froze during femur planning and closed out of the surgery case. Resumed case and finished without more issues.